Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger rod of the bd posiflush¿ syringe was damaged. The following was received by the initial reporter: prefilled catheter flusher with damaged, stained, etc. Injection shank end. Adr reported: on (B)(6), 2023, a pre-filled catheter flosser was used to flush the tubing for use prior to infusion for a patient, the package was unpacked and found to be fouled at the end of the mandrel, which was later replaced with a new flosser for use.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 25aug2023. Investigation summary: it was reported the catheter flush was damaged and stained at the injection shank end. To aid in the investigation, one sample with no packaging flow wrap and one photo was provided for evaluation by our quality team. A visual inspection was performed, and the plunger rod ribs are damaged. In the area where the plunger is damaged, there is also discoloration induced by the equipment. The photo provided shows the sample received. No other defects or imperfections were observed. This defect could occur if there was a jam during the assembly process. A device history record review was completed for provided material number 306594, lot 2118070. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that the plunger rod of the bd posiflush¿ syringe was damaged. The following was received by the initial reporter: prefilled catheter flusher with damaged, stained, etc. Injection shank end. Adr reported: on (B)(6), 2023, a pre-filled catheter flosser was used to flush the tubing for use prior to infusion for a patient, the package was unpacked and found to be fouled at the end of the mandrel, which was later replaced with a new flosser for use.